Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was reported that the reason for call was caller reported the stimulation is turning itself off by itself since two weeks ago. Caller stated they are getting setting not available and cannot increase the stimulation since 3-4 weeks ago since they received the new controller. Caller stated it takes forever to find the ins and they have to hold the controller over the ins to connect to ins. Caller stated they will be charging the ins and the controller stop charging. Patient services specialist (ps) asked patient to connect with the controller and controller shows ins 70%, controller 100% charged. Ps assisted caller with navigating the controller to check each program is on and continue to get setting not available. Ps reviewed therapy on/off button. Ps asked caller to inspect the recharger for damage and caller said there is no visible damage on the recharger. Ps confirmed patient did not have a fall or trauma. Ps reviewed meaning of the message and recommend patient consult with hcp ofc for next steps. Ps recommend patient consult with hcp ofc regarding therapy turning off / on by itself. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.